Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the pictures provided confirm the reported event: a metallic wire of what looks like the thread under the screw head has detached from the screw. This is most probably the result of the application of an inappropriate angulation during the insertion of the screw, paired with significant force. The combination of these two factors could have resulted in the shearing of the screw threads against the plate, resulting in the metallic wire. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate handling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "during the initial operation on (B)(6) 2020, the locking screw did not lock to the plate. So, the screw was removed. When it was pulled out, thread-shaped metal pieces [...] Was found. After screw was exchanged with new one, it was able to lock without problem."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the initial operation on (B)(6) 2020, the locking screw did not lock to the plate. So, the screw was removed. When it was pulled out, thread-shaped metal pieces [...] Was found. After screw was exchanged with new one, it was able to lock without problem."